Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the graphic user interface central processing unit (gui cpu) due to erratic top display. The ventilator then passed all performed tests.

Event description:
It was reported that the ventilator's top display was distorted. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator then passed all performed tests.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.